Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. The procedure treated the 90% stenosed target lesion located in the moderately tortuous and severely calcified left anterior descending artery. After pre-dilation, a 3.0x8.0mm promus element plus stent was advanced for treatment but kinked and was then removed. Next another 3.0x8.0mm promus element plus stent was advanced but also met resistance, and during advancement a shaft fracture occurred approximately 8 inches from the proximal end of the catheter. The device was removed successfully "by hand". The procedure was completed with another device. No patient complications occurred and the patient status is ok.

Manufacturer narrative:
(B)(4). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).